Event description:
Contact requested assistance from tamdem customer technical support (cts) changing correction factor and carb ratio because blood glucose level was low (value not provided). Cts guided contact to pump settings. Cts referred contact to health care provider (hcp). Contact reported that hcp has been consulted and settings would be changed. Customer declined any further assistance.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.